Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software investigation was conducted on the navigation system by medtronic personnel. The investigation found that the logs provided no additional insight into the reported issue.

Event description:
A medtronic representative reported that, while preparing for a procedure, the navigation system screen blinked and displayed the logo screen. After a hard shutdown of the navigation system, the system functioned as designed. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.